Event description:
It was reported that t:slim x2 pump battery did not charge, charging connection was unstable, and pump shut down, which led to a blood glucose level of around 360 mg/dl. Customer delivered correction dose through pump, tried different charging supplies without success, and technical support arranged pump replacement.